Event description:
Per the report received from italy, a patient with 27mm unknown valve model implanted in mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to degeneration leading to stenosis and regurgitation. A 26mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device. The patient was discharged home.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional, updated information: b5, h6: investigation findings and investigation conclusions. H11: additional manufacturer narrative a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification a 27mm carpentier-edwards perimount unknown model implanted in mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to degeneration leading to severe stenosis and moderate to severe regurgitation. A 26mm sapien 3 ultra valve was successfully implanted within the pre-existing edwards surgical device using the transeptal approach. As reported, the patient was noted as to be discharged home.